Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Tandem technical support assisted customer with successfully turning the pump back on. The customer declined further assistance, so no additional information was obtained. There was no reported adverse impact to the customer's blood glucose level.